Event description:
It was reported that the device became stuck on the wire. A 2.4mm jetstream atherectomy catheter and non-bsc filter guidewire were selected for an atherectomy procedure in the popliteal. During the procedure, after approximately five minutes, the jetstream catheter became stuck on the non-bsc filter guidewire. The jetstream catheter, the non-bsc filter guidewire, and the introducer sheath were removed from the patient together. The procedure was completed with balloon angioplasty and stenting. There were no patient complications and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. A partial guidewire was in the device. The device and the catheter shaft were analyzed for damage. There was no damage on the device. The wire was cut per the information received from the customer. The partial segment of the guidewire was protruding from the tip of the device 17cm. The wire was protruding from the proximal end of the device 163cm from the pod. Functionality was completed by connecting the device to the jetstream console per the dfu. The device functioned as designed. Dissection of the device showed that the guidewire was extremely peeled with coating which could possibly occlude the inside of the guidewire lumen and cause the guidewire sticking issue the customer experienced. Inspection of the remainder of the device, revealed no damage or irregularities. The customer's complaint of a guidewire stick was confirmed. The jetstream device dfu lists the compatible guidewire that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the compatible list. The wire used was a spider filter wire guidewire. The use of any non-compatible guidewire may compromise performance or damage the jetstream system. With the issues that the customer experienced, this may have been caused by the non-compatible guidewire that was used.

Event description:
It was reported that the device became stuck on the wire. A 2.4 mm jetstream atherectomy catheter and non-bsc filter guidewire were selected for an atherectomy procedure in the popliteal. During the procedure, after approximately five minutes, the jetstream catheter became stuck on the non-bsc filter guidewire. The jetstream catheter, the non-bsc filter guidewire, and the introducer sheath were removed from the patient together. The procedure was completed with balloon angioplasty and stenting. There were no patient complications and the patient was stable post procedure.